Manufacturer narrative:
(B)(4). Batch # p5767p. Device evaluation: the analysis results showed that one sr75 reload was received unfired with the swing tab locked and with dog house and knife sub assembly damaged. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. No functional test was performed due to the condition of the cartridge. It is possible that the damaged on the dog house and knife sub assembly was due to an improper handling of the device. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, during use in open stomach, could not fire on the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.